Manufacturer narrative:
Updated: d8, h6, h11. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation the device history record was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the reported b30 scope communication error issue could not be determined. As the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the light source had scope communication error (b30 error). There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported, that the xenon light source displayed error code b30 (scope communication error). The customer did not power down the systems between swapping the scopes. Troubleshooting efforts were made. And the customer was instructed to clean the contacts of the scopes with an alcohol prep pad and power down systems when the swapping scopes. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.